Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Health effect - clinical code- (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed a skin reaction with inflammation, pimples and infection on the needle puncture site. The patient noticed a bump at the insertion site and stated the skin under the patch was unaffected. While the patient was wearing the sensor, he reported that it was a little bit painful. He went to his doctor who prescribed oral penicillin (antibiotic) for 5 days . He took 2 tablets a day for 5 days and recovered after the treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.